Event description:
Boston scientific received information that this right atrial (ra) lead was broken. The physician had difficulty removing this lead as it was broken. This ra lead was then surgically abandoned and part of the lead was left inside the patient's body. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead was broken. The physician had difficulty removing this lead as it was broken. This lv lead was then surgically abandoned and part of the lead was left inside the patient's body. No additional adverse patient effects were reported.